Manufacturer narrative:
The reason for the return was confirmed. The lead had many abrasion damages. This indicated that it had been exposed to external force and movement. The sensing cables are exposed and could therefore be more flexible. The movement of the cables most likely led to the cable abrasion from the inside and out of the shock coil. Electrical analysis revealed no shorts among all conduction paths for the returned parts.

Event description:
It was reported that there was noise on the ventricular channel. The lead was removed using laser approach without any complications. The lead was returned for analysis.